Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a diode on the main board. The main board was scrapped and replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.